Manufacturer narrative:
As reported, the balloon of the saber rx 5mm 4cm ruptured around 15atm after passing through the portal vein stenosis. The balloon was removed from the patient without any problem, the case was completed after dilating with a high pressure 6mm non-cordis balloon. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted to the device prior to inserting into the patient. The lesion was noted to have a stenosis but the percentage in unknown. The portal vein was being treated for stenosis after liver transplantation. An unknown 6f sheath was inserted into the portal vein by percutaneous transhepatic direct puncture. An unknown .018 wire was used with the saber. There was no resistance/friction noted while inserting the device through the rotating hemostatic valve. The catheter was never in an acute bend and was never kinked during use. The same inflation device was used with other devices during the procedure. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82183245 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis may have contributed to the reported event. Damage to the balloon material likely occurred during delivery to the lesion or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. Additionally, this device is not intended for use in the portal vein and is listed in the IFU as such, ¿the saberxtm pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The device is also indicated for post-dilation of balloon-expandable and self-expanding stents in the peripheral vasculature.¿ according to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of the saber rx 5mm 4cm ruptured around 15atm after passing through the portal vein stenosis. The balloon was removed from the patient without any problem, the case was completed after dilating with a high pressure 6mm non-cordis balloon. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted to the device prior to inserting into the patient. The lesion was noted to have a stenosis but the percentage in unknown. The portal vein was being treated for stenosis after liver transplantation. An unknown 6f sheath was inserted into the portal vein by percutaneous transhepatic direct puncture. A unknown .018 wire was used with the saber. There was no resistance/friction noted while inserting the device through the rotating hemostatic valve. The catheter was never in an acute bend and was never kinked during use. The same inflation device was used with other devices during the procedure. The device was discarded.